Event description:
The lay user/patient contacted lifescan on (B) (6) 2010 alleging that the one touch ultra meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient reported blood glucose results of "180 mg/dl and 425 mg/dl" with the lifescan meter and "130 mg/dl and 200 mg/dl" on a one touch basic meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The reported results were obtained 3 years ago. The patient reported administering insulin based on the elevated results and developing symptoms. He was tested on another device; however, the results were unknown. The patient described feeling hypoglycemic, almost passing out, and obtaining results in the 30 mg/dl range. The patient reported self-treating himself with food and beverage. According to the troubleshooting performed with customer service, the patient was using the correct testing techniques, unit of measurement was set correctly, an approved sample site was used, the test strips vial was not cracked/broken, and the test strips were within expiration date. Replacement products were sent. This complaint is being reported as the patient developed symptoms suggestive of hypoglycemia and required self-treatment after administering insulin based on the meter results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.